Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2011; a 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a remote transmission indicated that the left ventricular (lv) lead had high lv lead impedance warning, high capture threshold, and a rise in the fluid index. Possible lead fracture was suspected. The patient was seen in office and lv capture was obtained in one vector at high outputs. It was noted the patient is dependent but rv lead fine. Therefore, the current plan is to monitor the patient and look for resolution of the fluid rise, hopefully with restored lv capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.